Event description:
It was reported that the ventilator had expiratory issue. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information in service report, the patient barely received set volumes and was not able to fully exhale. The device was replaced. Further the ventilator was checked and it successfully passes pre-use check inducing patient circuit test. The technician did not find any issue with the device and the claimed issue was reproduced during troubleshooting. As the device passed all performance tests, it was returned to clinical use. Review of the device's logs confirmed that the issues during ventilation occurred. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. Alarms such as peep high, peep low, expiratory minute volume: low, paw high, respiratory rate high, high continuous pressure, vt insp. Overrange and inspiratory flow overrange indicate an excessive leakage in the patient circuit or an increased expiratory resistance in the patient¿s breathing system. These alarms may indicate insufficient ventilation to the patient or no ventilation. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Review of the logs confirmed that prior to and after the reported issue the device successfully passes pre-use check. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit or leakage. As the source of the issues is unknown, the cause of the reported issue has not been determined.